Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the image acquisition system (ias) application failed to boot up. The ¿config.xml¿ file was corrupted and replaced with a backup ¿config.xml¿ file. The ias application then booted up correctly. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used outside of a procedure. It was reported that prior to a case when booting the imaging system the mobile viewing station (mvs) booted without issue but the image acquisition system (ias) would not boot. The representative left the system for 10 minutes and it was on the "initializing please wait" screen. He rebooted the ias again and it remained stuck on the screen. There was no patient present.